Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sterile processing department manager reported that an a1059 mayfield modified skull clamp had a locking mechanism not functioning correctly. The date of the event was not specified. There was no patient contact, injury or delay in surgery being reported. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint is unconfirmed. Root cause analysis cannot be completed at the moment. Device identifier # (B)(4).

Event description:
N/a.